Event description:
Based upon receipt of follow-up expert information from the user facility, bsc has decided to file this event in excess of caution even though we are unable to make a direct correlation between our device and the clinical outcome. Same event as MFR# 6000093-2007-00712. It was reported that 6 days post angiography procedure, the patient experienced an aortic insufficiency. The physician obtained an expert opinion regarding the possible relationship of the device to the aortic insufficiency. In the opinion of the expert, "aortic insufficiency is a very rare complication of coronary angiography and may be related to right catheter-induced aortic valve damage".

Manufacturer narrative:
Devices were discarded. The root cause of the event could not be determined.